Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01572 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, they attempted to cut the polyp, however, the device was not able to cut smoothly. A second sensation snare was used and encountered the same issue. It was noted that it caused some bleeding and was resolved by using two clips. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.